Event description:
The customer contact reported that the device "couldn't detect air." No specific pump programming or event details were provided. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.